Event description:
The customer states that one donor sample generated a (B)(6) result with the architect hiv ag/ab combo assay. The donor had not given blood for over one year and had always tested (B)(6) for (B)(6). The current sample drawn on (B)(6) 2010 generated negative results of 0.90 s/co ((B)(6) 2010), 0.78 s/co ((B)(6) 2010), and 0.92 s/co ((B)(6) 2010). The sample was sent to the national reference lab for testing and results of positive were generated on several different assays. A new sample was requested and drawn on (B)(6) 2010. This second sample generated (B)(6) architect (B)(6) ag/ab assay results of 19.59 and 20.31 s/co. This second sample was confirmed (B)(6) with testing at the national reference lab. Controls have remained within specifications. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). No reagent returns were available from the customer site for this investigation, but the customer did return a portion of the patient sample for testing. Testing of the returned specimen (sample ID (B)(4)) was performed with a retained reagent sample (reagent kit stored at abbott laboratories) of architect (B)(6) combo reagent, lot number 90212hn00. A result of non-reactive (0.94 s/co) was generated, verifying the customer's result. The patient sample generated a (B)(6) result on the (B)(6) specific western blot new lav I test and a negative result on the (B)(6) specific western blot new lav ii test. The patient sample generated a non-reactive result on the innotest (B)(6) ag mab test and it was also non-reactive when tested with the axsym (B)(6)(B)(6) assay. On the basis of these results, sample ID (B)(6) has to be considered as not (B)(6) for the architect (B)(6) assay. The sample is "unable to categorize" as discrepant results where generated. Testing of a retained kit of the reagent lot 90212hn00 met specifications. Controls generated values within specifications. Three (B)(6)-sensitivity specimens were also tested, showing normal performance without (B)(6) results. In addition, two commercially available seroconversion panels (zeptometrix (B)(4) and (B)(4)) were tested using reagent lot 90212hn00 to assess the clinical sensitivity of the reagent lot. All results met accepted specifications. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect (B)(6) package insert contains information to address the customer's current issue. Based on the results of the current investigation, it has been determined that architect (B)(6) reagent, list number 4j27-20, lot number 90212hn00, is performing acceptably within the package insert claim for sensitivity. A product malfunction was not identified. Method: review of complaint tracking and trending.